Event description:
The initial reporter alleged false reactive results for two patient samples tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 rack analyzer. For patient #1, the initial measurement on (B)(6) 2022 at 13:27 using lot: 532666 yielded a result of 0.749 coi. Subsequent measurements on (B)(6) 2022 at 15:13 and 15:32 using lot: 561758 yielded results of 1.27 coi and 1.28 coi, respectively. A plasma sample tested on (B)(6) 2022 at 13:51 using lot: 561758 yielded a result of 1.31 coi. Additional measurements on (B)(6) 2022 at 16:32, on (B)(6) 2022 at 21:30, on (B)(6) 2022 at 13:25 and 18:12, and on (B)(6) 2022 at 13:05 using lots: 561758 and 564117 yielded results of 1.19 coi, 0.973 coi, 1.04 coi, 0.954 coi, and 1.16 coi, respectively. Confirmatory testing with abbott hiv and nucleic acid testing (nat) by rna-polymerase chain reaction (pcr) yielded negative results. For patient #2, the initial measurement on (B)(6) 2022 at 16:48 using lot: 561758 yielded a result of 0.891 coi. Subsequent measurements on (B)(6) 2022 at 19:58, 20:11, and 21:31 using lots: 561758 and 564117 yielded results of 0.894 coi, 0.957 coi, and 0.320 coi, respectively. Additional measurements on (B)(6) 2022 at 18:11 and on (B)(6) 2022 at 13:05 using lots: 564117 and 561758 yielded results of 0.334 coi and 1.13 coi, respectively. Confirmatory testing with abbott hiv and nat by rna-pcr yielded negative results. The elecsys hiv combi pt results for both patient samples were reported to be near the assay cut-off value of 1.0 coi.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all control levels and calibrator signals were within expected ranges. However, calibrator 2 was noted to be on the lower end of the expected range. The investigation was limited as patient sample material was not available for further analysis. The results for both patient samples were observed to be near the assay cut-off value of 1.0 coi, regardless of the reagent lot used. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.